Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the bending section cover cut off, the cause was due to some kind of stress, such as damage or deterioration of parts, an electrical problem, environmental temperature problems, or a maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a-rubber was cut off. There was no patient involvement.